Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Due to character limit in block e1 full event site name and address are (B)(6). After inspection, the cs100 iabp device was found to have no abnormalities, and all indicators passed successfully. The device was functioning correctly. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1.user mishandling or not following IFU. 2. Membrane folding or resistance. 2. Patient-related factors (e.g., plaque abrasion). Impact: 1. Risk of gas embolism and patient injury. 2. Suboptimal therapy or organ occlusion. 3. Blood clot formation inside the balloon requiring surgical removal. Detection: 1. Pump leak alarms. 2. Blood or fluid in tubing/membrane. 3. Sudden waveform changes. 4. Resistance during catheter withdrawal. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. This can occur due to membrane stress (e.g., folding or resistance), patient-related factors such as plaque abrasion.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It reported that during intra-aortic balloon (iab) therapy, the balloon ruptured and bleeding into the intubation. No injuries occurred.

Manufacturer narrative:
Updated fields: b3, b4, d1 (brand name), d4 (version or model #, catalog #, lot #, exp. Date, unique identifier (UDI) #), g3, g4, g6, h2, h4 (manufacture date), h11. Corrected fields: h6 (medical device ¿ problem code), g2.